Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a vibratory alert, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were recommended.

Event description:
New information received indicates that programming changes were made and no further evidence of t-wave oversensing was observed. The patient was doing well.